Manufacturer narrative:
Correction to the initial MDR in block h6. Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7080698.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to losing stimulation on pain areas, it was also confirmed under x-ray lead migration. The patient is doing great post operatively. The explanted devices will not be returned as it was retained per facility.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to losing stimulation on pain areas, it was also confirmed under x-ray lead migration. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility.

Manufacturer narrative:
Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial/batch: (B)(6).